Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber tip of the 8mm synchroseal instrument broke. The customer used a backup synchroseal instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. There was no detached/separated/missing piece from the instrument. No fragment fell into patient. No post-operative test was performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm synchroseal instrument associated with the customer-reported complaint. The instrument was analyzed, and the jaw cover was found to have tearing. Tears measure from 0.025¿ to 0.373¿ in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.